Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead electrogram 1 (egm1) (rv tip-ring) was showing noise with no reciprocated noise on the rv coil-can. With pocket manipulation there was noise on the bipolar sensing circuit. This was expected to be a proximal tip conductor failure. The lead also exhibited oversensing which triggered a lead integrity alert (lia). The lead programmed off and later explanted and replaced. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.